Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). The analysis results found that the device was received in good visual condition with the jaws properly aligned. Upon cycling the device, it was noted to be empty, locked out and the orange indicator in the proper position. The device is designed to lock out when all the clips have been fired. Due to the condition of the device, no functional testing could be performed to evaluate the incident reported. No conclusion could be reached as to what may have caused the event reported. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Event description:
It was reported that during a laparoscopic cholecystectomy procedure, a teardrop-shaped clip was formed and scissoring occurred around 2nd to 3rd firing. Another device or a competitive device was used to complete the case. There were no adverse consequences to the patient. The clip fully advanced into the jaws prior to firing. An unexpected resistance did not felt while firing the trigger. An unexpected noises was not heard. There was a possibility in torquing or twisting of the device present at the time of firing. The device was not clamped something hard at the firing. There was no difficulty in release the device.